Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their reservoir was leaking insulin. Customer stated they changed the infusion set twice and doesn't believe it is an issue with the insulin pump. Customer treated high blood glucose levels with manual insulin injections. Customer's blood glucose level was 400 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. Customer did not return the transfer guard.